Manufacturer narrative:
Date sent: 7/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gynecological procedure, the blade of the device would not retract when piercing through the peritoneum. Another like device was used and it had the same fault. A third device was used and the procedure was completed. There was no adverse pt consequence reported.